Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Per facility, the complainant device is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the drill bit broke during a surgical procedure on (B)(6) 2015. The broken piece remains in the patient's bone. No surgical delay was noted. (B)(4).